Event description:
"S/p b subgl infra surgitek gels (? Size-no records) for augmentation. Pt reports l encapsulated and had closed capsulotomy at least once early on. Reports b pain, worse l than r, with recent development burning l pain. Believed b decreased in size x yrs and are flabbier. Denies change in texture or other h/o trauma. In addition, developed systemic sx's over the years which are progressive. Has had extensive w/u and no etiology is found. These sx's are disabling and include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, hot flashes/sweats, headaches, tmjd, visual changes, dizziness, memory loss, dry eyes, hair loss, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp (cardiac w/u -), htn, increased cholesterol, wgt gain, and gi/gu sx's. Pt is otherwise healthy."